Manufacturer narrative:
A ship history review identified three batches were supplied to the facility prior to the reported event. A device history record review on these three batches confirmed that each batch met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vasospasm is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
During the procedure to embolize a left superior hypophyseal artery aneurysm, the patient suffered a vasospasm. The vasospasm was successfully treated with 2mg of cardene intra arterially with no residual effects. The physician related the vasospasm to the microcatheter used in the procedure and not to the coils implanted. The patient was discharged the following day with no clinical effects.

Event description:
During the procedure to embolize a left superior hypophyseal artery aneurysm, the patient suffered a vasospasm. The vasospasm was successfully treated with 2mg of cardene intra arterially with no residual effects. The physician related the vasospasm to the microcatheter used in the procedure and not to the coils implanted. The patient was discharged the following day with no clinical effects.